Event description:
The ICD displayed possible p-wave oversensing on the ventircular electrogram from fib detections. However, during a follow-up earlier the same day, no p-wave oversensing or any other issue was noted. The pt then went for a cardiac stress test. During the stress test, the pt felt nauseous, sat down, and later lost consciousness. Shortly after, the device detected fib and delivered several therapies. A magnet was placed on the device to suspend any further therapies. It was also reported that the pt was diagnosed with electromechanical dissociation. The pt expired later that day.